Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out due to eri, externalized conductors were observed. The physician was having difficulties inserting the stylet into the distal portion of the lead. No electrical anomalies were detected. Lead was successfully explanted and replaced. Patient was doing well post procedure.